Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test. The device had a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had a broken reservoir tube lip, cracked battery tube threads, a scratched display window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.